Manufacturer narrative:
Failure analysis confirmed button error alarm due to corroded keypad traces. However, the unit passed displacement, basic occlusion, occlusion, prime, and excessive no delivery tests. There was no excessive no delivery alarm noted.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 379 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.